Manufacturer narrative:
The returned sensor was evaluated. During evaluation the unit passed visual inspection, but failed continuity testing due to an open across multiple electrodes. No further testing could be performed as the sensor was returned used.

Event description:
Per the customer: "patients seemed to be fully well anesthetized based upon other parameters such as vital signs, dosage of inhalation anesthetics, IV anesthetics, and the condition of patients who were undergoing for surgery. However psi (patient state index) went up to high up to around 80 without other signs of waking up or muscle movement (emg)." No consequences or impact to patient were reported.